Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accu tni (troponin I) result generated on a unicel dxi 800 access immunoassay system for one patient. The customer re-ran the samples on a different instrument and the result was within the normal reference range. The initial erroneously elevated result was reported outside the laboratory. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
The field service engineer (fse) was on site on (B)(4) 2009 to investigate the event. The fse replaced the sample probe and cleaned the sample pumps due to imprecision. The fse performed hardware verification and all passed published specifications. A definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for additional reportable events.